Manufacturer narrative:
All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rod. The threads of the unbroken setscrew are crossed by parallel furrows which are consistent with the cross-threaded of the setscrew. The loose of the l4 and/or l5 setscrews may be explained by the un-proper bending and insertion of the rod into the rod canal of the fas.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a lumbar fixation in l4-l5-s1 with fixed angle screws. 14 days post op the patient underwent a revision surgery. During the revision surgery, the setscrews on the left side at l4 and l5 were found to be loose.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.